Event description:
The customer reported that the system did not xray. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found that the hard disk was full and the pt data was deleted. He reformatted the harddrive. The system operates as intended.